Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional; d10: device availability ¿ additional; h2: additional information /device evaluation; h3: device evaluated by manufacturer ¿ additional; h6: event problem and evaluation codes ¿ additional.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external/exterior visual inspection was performed and passed. Voltage check was performed and passed 0.45 vdc. Pairing with nordic bluetooth device was performed and passed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was determined to be the mobile device lost power. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was determined to be the mobile device lost power. No injury or medical intervention was reported.